Event description:
It was reported the patient fell twice. A power on reset condition occurred. An end of service/end of life message appeared. The patient's healthcare provider does not have impedance measurement records. Further info is being requested from the hcp.